Event description:
It was reported this r-port was placed in 1996. In 1997, the port was removed due to the port breaking. In 2003 the physician reported this event which occurred in 2002. No further details regarding the circumstances surrounding this event are available at this time. Should additional details become available, a supplement will be forwarded at that time. This device has not been received for eval. Therefore, a failure analysis is not available. As a lot number was not provided a device history search could not be performed. Without evaluating the device the co is unable to determine if the device met its specifications. The co believes user technique, and/or pt anatomy may have contributed to this event. However, the co is unable to determine the relationship between the device and the cause for this event. The directions for use outline appropriate placement, access and maintenance procedures.